Manufacturer narrative:
(B)(4). (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Three days prior to the receipt of this report, the patient was hospitalized for the peritonitis event. The cause of the peritonitis, treatment for the event, and action taken with therapy were not reported. Patient outcome was not reported, but the patient was still hospitalized at the time of this report. No additional information is available.